Event description:
It was reported that the device recorded some episodes of ventricular tachycardia (vt) which were thought to be noise. The patient will continue to be monitored, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.